Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A cook zenith sheath was inserted for deployment of the gore trunk-ipsilateral leg component. Following successful deployment of the endograft, it was noted that the proximal end of the sheath was dented. The distal olive or tip of the catheter caught the dented edge of the sheath as it was being removed from the patient. Pressure exerted on the catheter caused it to break apart leaving a 6 cm piece in the patient. A snare was used to retrieve the broken piece of catheter and the procedure was completed without incident. The patient was reported to be doing fine post-operatively.